Event description:
The following description was provided by the healthcare facility. "Today we had a 15-blade snap in half during a spinal case". It was stated no person was injured due to this incident.

Manufacturer narrative:
Please note the date of manufacture was unable to be entered, however as the healthcare facility provided lot numbers we were able to identify that the product was manufactured in may 2024 with an expiry date of 31/05/2025.